Manufacturer narrative:
At this time, no components or additional information have been provided to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 17-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 18-apr-2026. It was reported that the patient received a pump failure alarm while using remunitypro pump, serial number: (B)(6). The patient attempted to switch to their backup system but received the same alarm. Troubleshooting efforts were unsuccessful and the patient was instructed to present to the hospital if they became symptomatic. Replacement systems were sent to the patient by the specialty pharmacy. Information received from accredo specialty pharmacy on 06-may-2026 indicated that the patient remained asymptomatic.